Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin), there was poor barrier separation in one sample and it had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin), there was poor barrier separation in one sample and it had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three(3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, forty nine(49) retention samples from bd inventory were evaluated by visual examination and the issue of poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. The batch history review for batch 330665n was satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.